Manufacturer narrative:
Taper ii. The reporter of the event was asked to return the product for analysis. The product associated with this report has not yet been received by apollo. Based upon the device model number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leak as follows: "unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing."

Event description:
Reported as: patient came in for a fill, should have had 13.1 cc's in their band, but found only 1 cc when checked. Three cc's were added and only one would return. Suspected leak. Patient sent for port check at radiology, but no leak confirmed. Follow up information noted the patient had a replacement of the port only.